Event description:
Patient reported right side "hurts". Later, patient reported "more pain", "scar tissue", concern with the product, and "capsulated". Patient also reported "feeling more sick than ever" and "coronavirus", which are not related to the device. Patient later reported right side capsular contracture, "baker grade 5" (as reported), and "pain under their armpit". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown. (Reported as "5")